Manufacturer narrative:
Additional information indicated that the evaluation conclusion code was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker has had 2 out of range (oor) impedance measurements. The measurements were greater than 2000 ohms. According to the health care professional, the lead was evaluated including via x-ray, and everything checked out fine. Noise oversensing was also observed, after the oor impedance switched the sensing configuration to unipolar. Programming was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker has had 2 out of range (oor) impedance measurements. The measurements were greater than 2000 ohms. According to the health care professional, the lead was evaluated including via x-ray, and everything checked out fine. Noise oversensing was also observed, after the oor impedance switched the sensing configuration to unipolar. Programming was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.